Manufacturer narrative:
Additional information was received that the weight loss was not device related and that patient was also experiencing charging difficulty prior to explant. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause discomfort in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. The reported complaint of the ipg causing discomfort at the pocket site was not duplicated or confirmed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current reached the maximum range, which indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate, which is within the expected range. Device exhibits normal charging and discharging characteristics. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site while charging. The patient reported losing weight and that the ipg was protruding causing the discomfort. The patient underwent an ipg replacement surgery. The patient was able to charge the new ipg and was reprogrammed successfully. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site while charging. The patient reported losing weight and that the ipg was protruding causing the discomfort. The patient underwent an ipg replacement surgery. The patient was able to charge the new ipg and was reprogrammed successfully. The patient is reportedly doing well.